Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation to determine root cause, the technician observed extensive impact damage consistent with mis-handling. Root cause could not be firmly established. This report has been attributed to mis-handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was cracked and no clinical information could be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.